Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited failure to retract and failure to extend the helix. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned with its helix retracted and clogged with blood / tissue for analysis. X-ray examination of the helix found no anomalies although the inner coil at the connector region was noted to be over torqued. The cause of the reported event was isolated to the helix clogged with blood / tissue and the inner coil over torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures although an internal short as noted due to the damage noted at the connector region.